Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd). The ICD was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this implantable cardioverter defibrillator (ICD) was performed. Analysis showed that based on available data, the device is exhibiting normal battery depletion. The device meets specification and passed labeled longevity calculation. Therefore, no further actions are considered necessary. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd). The ICD was surgically explanted. No additional adverse patient effects were reported.